Event description:
The device will be not returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that, after tightening the ins screw to secure the electrode, although the click of the screwdriver was heard, the electrode didn't secure and it comes out of the ins c onnector. The doctor tried to loosen and retighten the screw. They heard the click of the screwdriver, but the screw didn't secure the electrode. The electrode was still free, not secured with the screw. The doctor tried to do this maneuver several times without satisfactory results. A new ins was passed and the doctor adjusted the screw of the new ins and they heard the click of the screwdriver and the electrode was secured correctly. The doctor verified that the electrode was secured correctly. Changing the ins for a new one resolved the problem. The original ins, which was never implanted, will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.